Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges the patient suffers from discomfort, inflammation, large amounts of toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone. During the revision surgery, it was noted that a dark bloody fluid was identified, the synovium was a dark red color and friable. The doctor additionally noted there was extensive corrosion of the femoral head as well as the trunnion where the head had been. There was an area of caked black material directly below part of the trunnion that articulates within the femoral head, and not all could be cleaned. Update rec'd 11/4/2014- medical records received. After review of the medical records for MDR reportability, the stem is being added for the alleged increased metal ions (no lab results provided at this time). Revision operative note included. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 12/1/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.